Event description:
It was reported to boston scientific corporation that an overstitch tissue helix was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the helix was stuck in the patient's tissue. The helix was not removed from the patient's tissue. The procedure was completed with a new helix. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of helix failure to remove.

Manufacturer narrative:
Block h6: device code a150207 is being used to capture the reportable event of helix failure to remove. Device evaluation. Block h11. The tissue helix was not returned, however media analysis was completed. The documentation attached includes a picture where it can be observed the distal part of the device without the helix. For this reason, there is enough evidence to confirm the reported event of helix failure to remove. A risk review of the tissue helix was completed and confirmed that the events of helix failure to remove, helix missing component and unretrieved device fragments (udf) was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the helix failure to remove and helix missing component was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, "unable to exclude device problem" is selected as the most probable cause for these events. For the event unretrieved device fragments (udf) it happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as "cause not established".

Event description:
It was reported to boston scientific corporation that an overstitch tissue helix was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the helix was stuck in the patient's tissue. The helix was not removed from the patient's tissue. The procedure was completed with a new helix. There was no patient complications reported as a result of this event.